Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable, as both the item number and lot number of the device are currently unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation and its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a shoulder arthroplasty. Subsequently, the glenoid was found to be destroyed, and the surgeon sought review of a patient-specific surgical plan to assess feasibility of fixation with a patient-matched implant. Attempts have been made and no further information has been provided.